Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels ranging from 30 mg/dl to 50 mg/dl. Reportedly, customer over bolused for the amount of carbohydrates consumed. Customer required assistance from partner to treat bg level via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.